Event description:
It was reported that a revision surgery was performed due to disassociation.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical task concluded, insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that the patient required the revision 15 months post primary tka due to non-adherence to the post-op activity restrictions. The patient impact beyond the reported revision cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Lot number added.